Event description:
The customer reported that during the procedure, the cut button was pressed and it stuck in the activated position. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: 08/21/2014. Date of follow-up report: 10/01/2014. Evaluation of the incident device found a fractured pin on the underside of the rocker switch. The button did not return to it's original position when the button was released. However, no latch on condition occurred. Testing found the pencil would not activate. The product is subjected to 100% functional testing during the manufacturing process. Additionally, a statistical sample is verified. How and when the pin became fractured could not be determined.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.